Manufacturer narrative:
The pump has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015. Device evaluation: the meter and pump has been returned and evaluated by product analysis on 04/13/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged time/date issue was not verified in the black box or duplicated in the evaluation. Review of black box data did not find any unexplainable time/date event. Pump history showed three 35.0 unit bolus on the event date. The total daily delivery added up correctly and reflected the user¿s programmed basal rate. Using the returned caps, the pump powered up and functioned properly. The pump time keeping accuracy and delivery accuracy were within specifications. A rewind/load/prime sequence and a 24-hour basal exercise were executed without incidences.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on (B)(6) 2015, the patient¿s blood glucose (bg) was below 70 mg/dl but not below 40 mg/dl with blurred vision. It was reported that the patient was treated by health care provider with food/drink regimen at the physician¿s office. The patient allegedly remained on pump therapy with no information provided regarding any recent adjustments to the pump settings. The reporter alleged that there was a time and date issue with the pump. Due to the patient¿s change in mental status, no information was provided regarding the time/date issue. The reported issue remained unresolved. This complaint is being reported because the patient experienced severe hypoglycemia related to a use error in that the reporter was unable to verify the alleged time/date issue.